Event description:
Monofilament suture cheese wired through the end of the plastic cannula insitu in the joint; small fragments of plastic entered the joint cannula had to be removed and a new one inserted. Incident report states the fragments were not removed. Further info reads the problem was noted during surgery.

Manufacturer narrative:
The device has not been returned for eval. (B) (4).